Event description:
During a routine tonsillectomy and adenoidectomy, physician saw the black sleeve of the coblator begin to burn and immediately removed the coblator from the patient. Upon further assessment, the physician noted that the patient was burned on his anterior tonsil in an area that the physician did not intend to have contact with the coblator.